Event description:
The customer reported having an urgent care visit due to high blood glucose of 297mg/dl. The customer stated having trouble with the infusion sets. The caller mentioned that the insulin pump does not alarm, and her site area is a little red. The customer stated that he changed the infusion sets twice yesterday and the day of call. Troubleshooting was performed, and the time was off by an hour. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.